Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 368mg/dl. The customer states their levels had been as high as 672mg/dl. The customer states they treated with manual injection. Troubleshoot was conducted. The customer declined to complete troubleshoot and states the pump is functioning fine. The customer states the issue was with the infusion sets. The customer states the infusions sets had been discarded.